Manufacturer narrative:
The devices will not be returned for further investigation by the MFR. The devices were not retained after use. After further follow-up with the customer, the customer reported that no medical intervention was indicated. The blisters healed on their own. The customer also stated that she did not believe the blisters to be serious injuries.

Event description:
The customer stated they have been using the meditherm iii for approx 1 year and recently had 3 patients develop "blisters from the wraps". The customer is using the s/m vest (B)(4) and leg wraps (B)(4). The customer stated they are using their standard hypothermia protocol. The customer stated she had not seen the blisters, but was told that they were primarily on the back and chest. The doctor told the customer that he believes the blisters may be from the cold, not because the wraps are too tight.